Event description:
During insertion, the distal tip of the guidewire knotted and the pt had to undergo surgery to have the wire removed.

Manufacturer narrative:
The device has not been returned to the MFR for eval a chr review showed no other similar product complaint file(s) from this lot.